Manufacturer narrative:
During testing, the button error alarm occurred due to moisture damage on keypad traces. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error when entering the blood glucose value. Blood glucose value is 282 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.